Manufacturer narrative:
Product complaint # (B)(4). B3: date of event is an unknown date. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Attune drill stop has become loose and is no longer gripping the drill. It caused no impact to surgery or the patient.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary - no device associated with this report was received for examination. The product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A records evaluation (mre) was not performed. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable device history lot - the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: b5, h6 impact if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
No the instruments did not break, it just no longer grips the drill as it should. Drill works perfectly ¿ just not the drill stop delay to surgery less than 1 minute incident date (B)(6) 2024, I was called into theatre and shown what the issue with the drill stop was. There is no indication that the prolonging of the surgical procedure occurred at a critical procedure step where high risks to the patient may be present. There is no indication that the delay resulted in any impact to the expected surgical outcome, or resulted in any patient consequence or injury.